Event description:
It was reported that the subject device was getting color bars, when put scope in no image popped up. The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
E1 address 1: (B)(6). E1 address 2: (b(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party? D9 - device available for evaluation, g1 - contact office email.

Event description:
No additional information received from customer.